Event description:
It was reported that the instatrak 3500 system tracking was off during a case. The system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was recalibrated. The system was tested and found to be working as intended and put back into service.